Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience continuous elevated blood glucose (bg value not provided). Infusion set site was changed. Bg lowered "a bit" and after soccer game, bg was 59 mg/dl. Contact did not provide further information regarding the event. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not provide further information.